Manufacturer narrative:
A complete analysis and testing of the unit showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit received with several alarms in history file due to corrupted history files. No unexpected bolus delivery noted during testing. Unable to confirm unexpected bolus delivery, due to corrupted history files. Unit was received with scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. It was stated that the customer received a bolus of 19.2 units, that she did not program. Reviewed the bolus history, and the bolus was recorded. No alarms in the alarm history during this time. Further troubleshooting could not be conducted. Nothing further was reported.